Event description:
On 01/11/2008, the patient reported that he had been experiencing elevated blood glucose since he ate lunch. He stated that he forgot to bolus after he ate lunch. His blood glucose measured 303 mg/dl at the time of the report and he bolused 8.7 units of insulin. His target blood glucose range is 100-150 mg/dl. He stated, that he sees air bubbles at the luer connection (competitor infusion set) and in the insulin cartridge and he does not believe he is receiving insulin. He stated, that he was able to fit his finger nail in the space between the adapter and the infusion device. He was educated on the proper technique for tightening the adapter and infusion set. He was advised that he must tighten the adapter until it is flush with the infusion device. He was advised to change his insulin cartridge and infusion set. The patient called back on 01/16/2008 and stated, he was still experiencing issues with air bubbles in the luer connection of the infusion set. He stated that after he primes the infusion set, he opens the luer connection to check for air bubbles. He was advised against doing this. Upon further follow up in 2008, the patient stated, that he no longer disconnects the luer after priming and has not experienced any further issues with air bubbles. He stated that he has also increased his insulin to carbohydrate ratio and he has seen an improvement in his blood glucose control.